Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the down arrow in the pump options menu was unresponsive which prevented the customer from scrolling down the menu. There was no adverse impact to the customer's bg level. Reportedly, the customer continued to use the pump for insulin therapy.